Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. Please refer to the attached user medwatch report that zoll medical has received. (B)(4).

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "replace pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed during testing of the device. The device was put through extensive testing including bench handling, 30 joule testing and defib functional stress testing without duplicating the report. Review of the device activity logs did show multiple occurrences of check pads indicating a valid impedance was not detected indicating an issue with the accessories attached. However, this could not be firmly established as the electrode pads and multi-function cable used were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.